Event description:
It was reported that approximately ten days post implant of an implantable pulse generator (ipg) system the patient experienced dizziness. It was also reported that the right atrial (ra) lead exhibited far field r wave oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.